Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generators contact spring was out of specification which contributed to the inability to insert the lead.

Event description:
It was reported that during a device replacement procedure, the right ventricular lead could not be fully inserted into the device header. The device was explanted and replaced. No patient symptoms were reported.